Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information obtained is limited to the article. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported patient outcomes. Seroma, infection and hernia recurrence are known inherent risks of the surgery and are identified in the adverse reaction section of the instructions-for-use, included with the product as possible complications. In regard to infection, the warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the device. An unresolved infection may require removal of the mesh.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2016) is provided as an estimate. This MDR represents the phasix mesh used in the study. Additional mdrs were submitted to represent the ventralight st mesh and capsure device used in the study. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "laparoscopic intraperitoneal onlay mesh (ipom): short and long-term results in a single center." The aim of the study is to evaluate short and long-term outcomes in patients who underwent laparoscopic ipom. This retrospective single-center study describes 167 patients who underwent laparoscopic ipom for ventral hernia from (B)(6) 2020. The patients divided into three groups according to the defect size. Among three groups, the ventralight st meshes implanted in 114 patients and for one patient in group 1 phasix mesh was implanted and remaining patients were implanted with other non-bard meshes. All the meshes were fixated using capsure and non-bard fixation device. The postoperative complications reported were surgical site infection (7), surgical site occurrence (20), hernia recurrence (11), seroma (14), mesh bulging (10). Post operative complication of chronic pain (6) was reported to be related to the fixation systems. No patient/case specific details were provided. The article suggests that laparoscopic ipom is a feasible and safe surgical technique with an acceptable complication rate, especially in the treatment of smaller defects up to 5 cm. Note, this report represents the phasix mesh used in the study.